Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in czech republic. It was reported that the patient faced slight redness after 4 weeks of erythema and nodules due to duodope. The patient was treated with triancinolon 1mg/g crm for affected areas zenaro 5mg and polysan crm. No further information available.